Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of fever and sterile peritonitis in a patient coincident with dianeal pd4 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient developed sterile peritonitis, manifested by cloudy effluent, and was hospitalized the same day. The severity of the event was considered moderate. On (B)(6) 2011, the patient began treatment with vancomicin 1 gram once and cefuroxim 750 mg (at 6 hours) (routes not reported). The sterile peritonitis was ongoing and unchanged. On (B)(6) 2011, the physician reported that the patient had also experienced a fever, which decreased from the first days of antibiotic treatment. According to the physician, the patient was "released" from the hospital on (B)(6) 2011 in good condition and was doing well. The outcome for the event of sterile peritonitis was ongoing and unchanged. The outcome for the event of fever was unknown. Dianeal therapy was ongoing. The reporter stated the event of sterile peritonitis was related to dianeal. An opinion of causality for the event of fever was not provided.